Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation, however the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the scope communication error b30 was occurred at the user facility. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, there was no water inside the venting connector. There was no abnormality in the solder and wiring of the video connector board. When the video board was heated, the endoscopic image disappeared. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. From the above, the cause of the reported event was unknown. However, the electronic components in the video board might be damaged because the video board was heated and the endoscopic image disappeared. There was the possibility that the damage of the electronic components was attributed to the accidental failure and/or overcurrent.